Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that pacing was not being delivered when required, on this left ventricular (lv) lead. Pacing thresholds were greater than 6 volts in 2 different pacing configurations. It was found that pacing impedance had measured greater than 2000 ohms. The physician elected to turn off the lv lead and temporarily program the device to a lower rate of 50 paces per minute, to reduce the amount of ventricular pacing. The plan is to replace the lead, at some point. No adverse patient effects were reported.